Manufacturer narrative:
The connector portion of the lead was returned in one piece. Visual inspection found external insulation abrasion consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. The rv cable lumen was breached. The etfe coating on one of the rv cables was found abraded along with damage to the rv cable filars in this same location. This is likely the cause of the inappropriate hv output and low defibrillation impedance reported in the field. All other damage noted is consistent with that occurring at the time of explant.

Event description:
Related manufacturer report number: 2017865-2017-03751. The patient presented in clinic after experiencing syncope and receiving a vibratory alert for possible high voltage lead issue. Episodes of automatic mode switching (ams) most likely due to myopotentials and low high voltage lead impedance was revealed. The leads were capped and replaced. The patient is in stable condition.